Event description:
Cardiac suction device used during left arteriotomy. Sump was passed briefly into left ventricle to evacuate blood for visualization but snared chordae of post mitral valve leaflets. Attempts to extract were unsuccessful necessitating cutting the rings of the suction device to allow extraction.